Event description:
A customer reported that the reservoir of a folfusor elastomeric device ruptured during filling. The device was being filled with fluorouracil. This event occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the ruptured bladder could not be determined.

Manufacturer narrative:
(B)(4). The manufacturing range date is august 15, 2013 - august 16, 2013. Evaluation summary: the affected sample was received for evaluation against the reported condition of a ruptured reservoir. The visual inspection of the device confirmed the ruptured bladder. Markings on the exterior surface of the reservoir were observed microscopically near the rupture line. A batch review was performed, and no issues were found during manufacturing. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.